Manufacturer narrative:
Analysis of the AED's log files and the AED did not identify a cause for the depleted battery pack. Upon return, the device was evaluated and underwent bench testing. The reported issue could not be confirmed. The AED operated as intended throughout testing.

Manufacturer narrative:
Although requested, the AED and battery pack have not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, it powered on and prompted a service code. They reported this did not occur during patient use.